Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found with an artifact in the right eye. Additionally, the endoscope was visually inspected and found to have cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The endoscope was placed through a friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly, and noises were heard during testing and confirmed as binding. The probable root cause of this binding is attributed to the component's susceptibility to increased friction. During inspection of the endoscope housing, the housing exhibited customer labels or markings added. The component has a broken or detached piece in a location that could potentially fall into the patient. The complaint was confirmed by failure analysis. The probable root cause of the image artifact is attributed to damage during use or improper handling. Accidental drops of the endoscope or inadvertent collisions with hard surfaces can result in damaged optical components.

Event description:
It was reported that during central processing, the 0-degree endoscope plus was cloudy. There was no report of patient involvement or patient injury. Isi followed up with the initial reporter and obtained the following additional information: there is no report of a fragment falling into the patient's anatomy or x-ray performed.